Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after a battery change. The customer's blood glucose was unknown. The customer stated that she had not been on insulin pump therapy since (B)(6) 2014. While troubleshooting, the customer stated that the insulin pump had been stored and not in use for an extended period of the time. The customer had also received the external ram crc error alarm as well as the failed on startup alarm. After troubleshooting, the customer was advised to call back if any of the issues recurred and that the failed on startup alarm exhibited normal insulin pump behavior. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.